Event description:
Additional info received 04/22/99: the implantable cardioverter defibrillator(ICD) has been returned to co. Returned product testing determined the device met specification. The device was explanted on 12/10/98, and reported infection occurred on 1/4/99. Because the reported infection occurred 25 days after device explant, co believes the event was not attributable to this device.